Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient remains hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown and treatment information was not reported. Dianeal therapies were discontinued. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 3.